Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm due to buttons not responding. No missing segment/partial display during test noted. No moisture damage on the lcd board, motherboard, interface board, rf board,motor, vibrator and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen and pump alarmed failed battery test. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display also has lines going across it. Customer changed the battery but display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.